Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter transfer set should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was hospitalized for the event. The cause of peritonitis was not reported and treatment for the event was unknown. The patient outcome was unknown. The action taken with extraneal therapy was unknown. No additional information is available. This is report 1 of 3.